Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced issues with shocking and recharging. The indications for use include other non-malignant pain. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via a manufacturing representative (rep) reported that when the patient picked up his charger he got shocked. Not where his normal stimulation was but more like a static electricity shock that happened when the touched the charger. He had gotten the same shock when touching other items and believed it was probably just static electricity. He had charged normally since. On (B)(6) 2015 impedances were checked and they were good. The rep looked at the charging history and looked good. They turned his stimulation on and he was happy with stimulation. It was noted that no product problem was identified.